Manufacturer narrative:
Additional data: b5: the reporter indicated the lens was implanted in the patients right eye (od). The lens was explanted on (B)(6) 2019 due to the patient experienced blurred vision. There was no patient injury. The cause of the event was due to user error. The lens exchange resolved the problem. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens optic and haptics torn. The lens was returned in three pieces. Claim # (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 14.00/+1.0/069 (sphere/cylinder/axis), in the patients eye on (B)(6) 2019. The lens was explanted due to surgeon was not happy with lens position. Another same model lens was implanted as the exchanged lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.